Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason and the patient was doing well postoperatively.

Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure for unknown reason and doing well post operatively. Additional information received that the patient had an infection. It was noted also that the ipg was visible at the incision site. The wound was assessed at the follow up after the revision.